Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl and low blood pressure. It was noted that the customer was admitted for three days and then released. Customer also mentioned another incident where they had a low blood glucose readings and high blood pressure. It was noted that the customer ate lunch and went to play bingo when he suddenly passed out. Customer was kept in the hospital two days during this incident and then released. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.